Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming testing. The cause was a severed ECG c and d cable. The root cause of the damaged cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.